Manufacturer narrative:
The returned device was evaluated and investigation found a tear in the unexposed portion of the soft cannula. When the distal tip was manually occluded, fluid diverted through the tear. This fluid caused corrosion on the batteries and pcb leading to an electrical component failure in the battery seal. The downloaded data returned an alarm, indicating a communication error occurred while the pod was waiting for input from the pdm. The root cause could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ent450. 17845-5c-aw rev a 10/17. Checking your blood glucose 4 / page 36. Warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose (bg) levels reached 25 mmol/l (450 mg/dl) with ketones of 0.3, while wearing the pod between 4 and 24 hours on the arm. Hyperglycemia treated with a correction bolus (exact amount was not provided) and applying a new pod. The patient's blood glucose history is as follows: (B)(6).